Manufacturer narrative:
Concomitant medical devices: product ID :5023 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient had an open wound and the leads were visible. It was confirmed that there was a pocket infection and the leads were removed. It was also noted the patient experienced perforation. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.